Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. All of the buttons functioned properly and no damage or unlocked connector was noted on the keypad during the visual inspection. The insulin pump was received with a cracked case at a display window corner, cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.

Event description:
It was reported the customer was hospitalized with a blood glucose greater than 450 mg/dl. The customer stated he could not deliver a bolus because his act button was not responding. The nurse stated she was unsure if the cannula was bent. She also stated the infusion set and reservoir was changed. She also reported a no delivery alarm on the customer's insulin pump. No additional information provided.